Manufacturer narrative:
To date, conmed linvatec has not received this bur for evaluation. In addition, conmed linvatec is awaiting additional info regarding this event. A follow-up report will be sent upon receipt of the device and completion of an investigation. Associate report # 1017294-2009-00095.

Event description:
It was reported that during a trochleoplasty procedure, two of three burs broke at the shafts area. The surgeon retrieved all pieces without pt injury or surgical delay.